Event description:
Consumer reported that in 2002 while they were being treated the following incident occurred. They inserted their left foot into a black nylon strap which had been attached to the wall by the physical therapist. They then inserted both of their hands into a leather strap covered with sheepskin, also attached to the wall. This position raised their body off the floor by approx 2 1/2". Both straps then came loose from the wall causing them to fall back onto the concrete floor. They landedon their hip and shoulder. They continued having physicial therapy at this facility. Their therapist tried using ultrasound, but that did not help. The consumer continued having pain so they went to a dr who eventually performed surgery on their shoulder. The consumer reported that the pt facility will not provide them with the name of their insurance co, and they have refused to speak with pt. Facility stated that the incident with the pt was not a result of dysfunction of the straps but "probably they were doing something with the strap that it was not intended for." Facility stated that there are no lot numbers associated with either strap. They purchased the black nylon strap from medicordz.